Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. Fiber disturbance was noted 4.6cm from the distal tip. A strand of fibers was noted to be unraveled at this location, measuring 12.0cm in length. No other anomalies were observed along the length of the device. The investigation is confirmed for unraveled fibers. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the unraveled fibers. However, the definitive root cause for the unraveled fibers could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon unraveled while treating an in-stent restenosis in an av fistula. The device was retracted without issue. No further treatment was needed. There was no reported patient injury.